Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A main coil, introducer sheath and pusher wire were returned. The main coil was observed kinked and severely stretched. The introducer sheath was inspected, and no damages were noticed. The pusher wire was found kinked and broken.

Event description:
Reportable based on device analysis completed on 23dec2021. A helix shaped coils with dracon fibers was received with no alleged issue reported. However, device analysis revealed that the pusher wire is broken.